Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ventilator engine was replaced, and the unit was returned to service.

Event description:
The hospital reported that mechanical ventilation stopped during a case. There was no reported patient injury.